Event description:
It was observed that during device evaluation, the colonovideoscope exhibited scope communication error b30 and e216, and the image did not appear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b30 and e216 is due to damage to the imaging unit, and the image did not appear due to damage to the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.